Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user's daughter, who stated the wheels were not turning smoothly during use, causing the end user to lose her balance and fall, resulting in a broken wrist. As part of the complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.